Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system was oversensing resulting in some non-sustained and diverted episodes. The physician was not able to reproduce the oversensing with pocket manipulation. However, the physician suspects an insulation problem with the lead since they noted a <10 ohm impedance when a shock was delivered to the patient.